Event description:
The complainant reported a patient in postcardiotomy cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support and during the support, the patient grabbed the impella red plug, became agitated and ultimately the impella had an "impella stopped" alarm. Noted 2cm change in position per the marker. The staff was unable to restart the pump after multiple attempts and even after an automated impella controller exchange. The physician at bedside pulled back and explanted the impella 5.5 device. Possible placement of another impella 5.5 was being considered; physician was noted to be formulating the plan forward. It was noted the patient survived the explant. However, status of the patient following the event was unknown.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist system. Section: direct aortic insertion: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ section: impella stopped: ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings, cautions, and precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
The investigation of pump stop and positioning issues has been completed. The impella device was not returned for evaluation. Positioning issue: the cause of the positioning issue was most likely patient movement related as the clinical stated the patient was delirious and accidentally pulled on the pump causing it to come out of position. Pump stop: data logs show sudden motor current (mc) spike with alarm pump stop 119. The pump attempts to restart but is unable to with more mc spikes and alarm 119 and 115. The cause of the pump stop was most likely an electrical open due to excessive force by the patient as the clinical stated the patient was delirious and pulled on the pump leading to pump stop.